Event description:
Patient had surgery for subtrochanteric femur fracture following a fall 3 months ago. Patient progressed well until (B)(6) 2012 when she heard a pop in her hip and was unable to ambulate. She returned to the hospital and evaluation revealed nonunion of her femur fracture and hardware failure proximally with a broken nail. She was taken to the or on (B)(6) 2012 for removal of failed hardware and repair of non union. An extensive amount of time and multiple techniques were required to remove distal implant. Patient was repaired using bone harvest and new nail system. A patient had surgery for subtrochanteric femur fracture following a fall 3 months ago. The patient progressed well until when she heard a pop in her hip and was unable to ambulate. She returned to the hospital and evaluation revealed nonunion of her femur fracture and hardware failure proximally with a broken nail. She was taken to the operating room for removal of failed hardware and repair of non union. An extensive amount of time and multiple techniques were required to remove the distal implant. The injury was repaired using bone harvest and a new nail system.